Event description:
On (B)(6) 2024 lia triggered due to hrns and sic, review of carelink transmission shows non physiologic noise on both far field and near field egm. Communicated to caller, being the device is only a week out from implant, a lead device connection issue is the most likely scenario. A tug test would be appropriate when back in the pocket to discern if this is in fact the issue. (B)(6) 2024 *rvtip to rvcoil lead impedance 0 ohms. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).